Event description:
It was reported that auto mode switch episodes were observed due to far r-wave oversensing during a follow up. Programming changes were made. The patient will continue to be monitored.